Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by MFR, no gross lead discontinuities visualized.

Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. No trauma or pt manipulation was reported. MFR review of x-rays revealed no obvious cause for the high impedance. Revision surgery is likely.